Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 after hitting his head right after waking up. The customer's blood glucose was 30 mg/dl at the time of admission. The customer explained that he had attached a new infusion set and accidentally hold a button too long, emptying the reservoir into his body. The customer went to bed, then woke up with low blood glucose and confused and then fell, hitting his head. The customer pinpointed the cause of the hospitalization to accidentally priming with the infusion set attached to his body. The customer was unable to troubleshoot at the time of the call because the insulin pump was not present. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.